Event description:
It was reported that during a hartmann colostomy closure procedure, a hem in ileon to leave anvil and a stapler is introduced to make the coupling. The stapler only cut and no staples comes out, no anastomosis was performed. A hem on the distal part was made with a lot of difficulties because the stump was too low to enter another stapler. A shoot is performed and the anastomosis is done but leaving ileostomy again is necessary to protect the patient. The idea was to let him without colostomy. Additional follow up is being conducted. If additional details become available a 3500 a supplemental will be sent.

Manufacturer narrative:
(B)(4). Results: incomplete firing cycle. The analysis results found that the device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.